Manufacturer narrative:
On 03-jan-2025, mentor received additional information about the event: an updated implantation date ((B)(6) 2015) was reported. It was reported that the patient¿s left breast prosthesis ruptured post implantation. The rupture was diagnosed via mammogram/ultrasound/MRI. Additionally, the patient developed a burning sensation around the inside of the implant and sharp, stabbing pain. The patient dob is (B)(6) 1979. The patient underwent a breast augmentation revision procedure with the suspect medical device. The patient¿s race is white and her ethnicity is not hispanic/latino. This medwatch report is for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 22-jan-2025, mentor received additional information about the event. The patient was scheduled to undergo bilateral explantation on (B)(6) 2025. Reason for device explant and/or reoperation: autoimmune disorder, left breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5103236 that a female patient underwent a breast surgery with two 650cc mentor memorygel breast implant prostheses and suffered autoimmune disorder postoperatively. The symptoms are ibs, fatigue, ear ringing, sjögren's syndrome (dry eye, dry mouth at night), night sweats, hair loss, raynaud's syndrome (cold intolerance), nausea/vomiting, dizziness, brain fog / easy to forget, heart palpitations, feet cramping, low potassium, anemic, easily bruise, high cholesterol, high creatinine/low egfr, left breast pain, left arm pain, left sore lymph nodes, and suspected rheumatoid arthritis . No device issue was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding an expected explantation date. This is for the right-sided prosthesis.